Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. An indium dye study was done to evaluate the catheter. A 72 hours had passed and the dye had not left the pump. It was calculated that it would take 140 hours to clear the desired volume, to travel from the pump tubing to the tip of the catheter. It was later reported that the indium dye study results were "no dye." An x-ray was performed, but results were not provided. The cause of the event was attributed to the pump, but the issue was unknown in regards to the pump and the catheter. The patient outcome was reported as recovered without sequelae. The device system was used to deliver lioresal.